Event description:
It was reported that failure to evacuate occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for an endovascular thrombectomy (evt) procedure. During usage, the device could not suction. Device priming was performed outside of the patient; however, the issue was not resolved. There were no patient complications, and the case was completed with a different device of the same model.